Manufacturer narrative:
Device was received with failed battery test alarm after battery change due to corroded battery tube. No blank display noted. Unable to perform displacement test, rewind or basic occlusion test due to failed battery test alarm. Device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported the screen on his insulin pump is blank. Customer's blood glucose is 152 mg/dl. The device was vibrating and when he looked at the device, it was blank. He replaced the battery and received a failed battery test twice. After the third time, the device came back on but the battery life was down to one bar. Customer also stated he felt the device vibrating while he was watching a baseball game. When he pulled it out, the device was rewinding on its own. The device is being replaced.